Manufacturer narrative:
Suradi, h, et. Al. Case report: percutaneous closure of residual leak following left atrial appendage occlusion, european heart journal (2020) 4, 1-4.

Event description:
It was reported via literature that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was successfully implanted. After initial device placement, angiography showed a mild residual leak of about 7mm. On a routine 45-day follow-up transesophageal echocardiogram (toe), significant peri-device leak was noted in an uncovered anterior lobe and warfarin was continued per guidelines. A repeat toe at 6 months showed persistent residual peri-device leak and given the patient's intolerance to longterm anticoagulation, percutaneous leak closure was planned. To minimize the risk of device embolization, leak closure was performed 6 months after the original laao procedure to allow time for endothelialization and provide more stable anchoring of the watchman device in the laa. The patient received a non-boston scientific plug to close to leak. Post-procedurally the patient was continued on anticoagulation with warfarin without complication until his planned 45-day follow-up. At his 45-day toe visit, no residual leak was visualized and there was no evidence of device embolization or thrombus formation and thus warfarin was discontinued with plans to continue high-dose aspirin indefinitely.